Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis. The patient was connected at the time of the alarm. The patient is on tidal dialysis. The reporter states that the patient had completed their first fill and then patient's wife noticed that there were bubbles in the pipe of the bag and there was a whooshing noise. This event occurred during the second fill. The patient stated that the bag was connected to the line but the connections were not tight. The patient stated that they had trouble getting them attached and that they could not screw the connector all the way in. The homechoice alarmed system error 2240. Patient tried to follow the instructions in the manual but could not rectify the issue so they disconnected the machine. Patient waited for the renal unit to open then went in and did a manual drain which was roughly three and one half liters. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, based on the available information, the direct cause for the reported system error 2240 alarm was determined to be a loose connection. Per the event description, the patient reported that the bag was connected to the line but the connections were not tight. The patient stated that they had trouble getting them attached and that they could not screw the connector all the way in. Should additional relevant information become available, a supplemental report will be submitted.